Manufacturer narrative:
Section a2, a4, a5 and a6: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: not applicable, it is not an implantable device. Section d6b: explant date: not applicable, it is not an implantable device. Section e1: initial reporter first and last name: unknown/not provided. Section e1: email address: unknown/not provided. Section e1: telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was smoke smell from the power supply. There was visible smoke seen by the customer during operation. No further information was provided.